Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The product was received in the product analysis lab on 19-dec-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of the manufacturing documentation associated with this lot (22e105av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a basilar artery occlusion, a 5fr asahi fubuki guide catheter (asahi intecc), a sofia¿ flow 5fr aspiration catheter (microvention), a trevo trak 21 microcatheter (stryker), and a 5mm x 37mm embotrap iii revascularization device (et309537 / 22e105av) were used as a system. The system was removed after the first pass. The physician checked if the embotrap iii device had a thrombus, ¿but it was not opened at approximate three segments, proximally from the five segments.¿ in addition, the stent/cage body was in a state that looked like some part unraveled. No thrombus was involved. It was reported that the aspiration catheter also had a ¿bellow-like¿ shape over about 5 cm at the part that is approximately 20 cm to 30 cm from the tip. The second pass was made with an axs catalyst® 6 catheter (stryker), a trevo trak 21 microcatheter (stryker), and a 6.5mm x 45mm embotrap iii revascularization device. The thrombus was removed and effective recanalization was achieved. The procedure was completed. The patient is reported to be in stable condition. Continuous flush was maintained during the procedure. There was no report of any patient adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-mar-2023. [Additional information]: on 05-mar-2023, additional information was received. The information provided clarification to the statement: ¿in addition, the metal had melted as if unravel at some of stent parts¿ meant that the stent was deformed like unraveling was confirmed. There was no patient injury, no patient complication. E1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting a basilar artery occlusion, a 5fr asahi fubuki guide catheter (asahi intecc), a sofia¿ flow 5fr aspiration catheter (microvention), a trevo trak 21 microcatheter (stryker), and a 5mm x 37mm embotrap iii revascularization device (et309537 / 22e105av) were used as a system. The system was removed after the first pass. The physician checked if the embotrap iii device had a thrombus, ¿but it was not opened at approximate three segments, proximally from the five segments.¿ in addition, the stent/cage body was in a state that looked like some part unraveled. No thrombus was involved. It was reported that the aspiration catheter also had a ¿bellow-like¿ shape over about 5 cm at the part that is approximately 20 cm to 30 cm from the tip. The second pass was made with an axs catalyst® 6 catheter (stryker), a trevo trak 21 microcatheter (stryker), and a 6.5mm x 45mm embotrap iii revascularization device. The thrombus was removed and effective recanalization was achieved. The procedure was completed. The patient is reported to be in stable condition. Continuous flush was maintained during the procedure. There was no report of any patient adverse event. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: 1. Visual inspection: (stent-like assembly of the embotrap iii device) the visual inspection confirmed that a metal wire was entangled on the stent like assembly of the returned embotrap iii device. The metal wire was entangled in a counterclockwise direction on the stent-like assembly of embotrap iii device. When the metal wire was removed from the stent like assembly of embotrap iii device, it was confirmed the returned embotrap device was fully intact with no broken components. The metal wire was about 23 cm long and appeared to be thinner than the component of the stent-like assembly of the embotrap iii device. (Markers): the visual inspection, under magnification, confirmed that all markers on the returned embotrap iii device were intact. (3 distal markers, 16 body markers ¿ 4 per body section, and 2 proximal markers). (Distal coil and proximal coil): the visual inspection on the distal coil and the laser welded parts, under magnification, indicated there was a coil offset on the distal coil. No other damages or deformations were noted. The visual inspection on the proximal coil, under magnification, did not indicate any damages nor deformations. All adhesive bonds were noted to be properly formed and intact. (Inner channel and outer cage): the metal wire that was entangled on the stent-like assembly of the embotrap iii device was removed by tweezers and visual inspections on the returned embotrap iii device were performed. It was confirmed that the stent-like assembly of the embotrap iii device was fully intact. The visual inspection on the proximal portion of the inner channel and the outer cage, under magnification, indicated a minor deformation which was at the origin of the slight misalignment between the inner channel and outer cage, the inner channel appeared off-center relative to the outer cage. 2. Confirmation using 0.0195-inch inspection tube: there was a noted resistance with the returned embotrap iii device at the distal coil when the device was attempted to pass through a 0.0195-inch inspection tube. Under magnification, there was a dried light brown substance on the distal coil. The dried substance was removed from the distal coil with tweezers, and the embotrap iii device successfully passed through the inspection tube which confirmed that the device complied with specifications for compatibility with 0.021-inch profile microcatheters. 3. Functional testing of the returned embotrap iii device with a sample prowler select plus microcatheter: the test demonstrated that the returned embotrap iii device successfully passed through the sample prowler select plus microcatheter without any noted resistance and the stent-like assembly of the embotrap iii was fully deployed. Additionally, no resistance was noted during the withdrawal from the microcatheter. Visual inspection of the embotrap iii device post testing did not indicate any additional damage nor deformation. This result suggests that the coil offsets on the distal coil, slight misalignment of the inner channel and the outer cage and the deformation noted on the proximal inner channel did not impact the device performance. From the visual inspection and the functional testing of the returned embotrap iii device, it was confirmed that the device functioned as intended. Investigation conclusion: based on the investigation performed, it was identified that an approximately 23cm long foreign metal wire was entangled on the embotrap iii device. When the metal wire was removed from the embotrap iii device, visual inspection confirmed that the embotrap iii device was fully intact and can be fully expand. Functional testing confirmed that the returned embotrap iii device performed as intended when delivered and withdrawn through a sample prowler select plus microcatheter. The complaint description has been provided as "it was used in the first pass. Proximal 3 segments were not open after retrieval". This description indicates that the embotrap iii device was initially in working order. The investigation on the returned embotrap iii device confirmed that all components were fully intact and there were no missing or broken components, thus the entangled wire does not originate from the embotrap iii device, nor is it considered to be manufacturing process related. Since the ancillary device was not returned, the ancillary device could not be verified, but similar previous complaints have concluded that similar tangling was due to a defect of inner lumen of ancillary devices, where metal braid wires used to construct the inner lumen of the ancillary device became entangled as the embotrap iii device was advanced/withdrawn through the lumen. While this cannot be confirmed in the event of this complaint, it is the most probable source of the foreign metal wire. There is no indication that this complaint was as a result of a defect or malfunction of the embotrap iii device. A review of the manufacturing documentation associated with this lot (22e105av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.